Manufacturer narrative:
Failure analysis: installed user interface module (uim) pn: 16448 sn: (B)(4) on to avea test station rfa-1. Note: when user interface module (uim) was installed noticed scratches on the screen. Attempted to power user interface module (uim) in to user mode but failed, the screen was black and led¿s would only light up. Continued by re-uploading the bootloader using the (B)(4) software installation fixture and installing software version (B)(4), the user interface module (uim) successfully powered on in to user mode operating properly. Findings/root-cause: duplicated and isolated the reported problem to a corrupted bootloader. This is a known issue and carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a rep of the distributor in (B)(4). "No pt involvement touch screen is blank on start up. Vent boots up correctly, replaced uim, vent now working correctly".

Manufacturer narrative:
The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning user interface module (uim). Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty user interface module (uim) for eval. As of the april 16, 2015 the alleged faulty user interface module (uim) has not been received. Should the alleged faulty user interface module (uim) be received and evaluated. Carefusion will submit a f/u medwatch report.